Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent breast augmentation revision with 475cc mentor memorygel breast implants and experienced unilateral rupture on an unspecified side postoperatively. The rupture was confirmed with a physical examination. As a result, the patient is scheduled to undergo device removal and replacement with unspecified silicone breast implants on (B)(6) 2020. The serial number of the impacted product is either (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2021, mentor became aware that the patient underwent device removal and replacement with unspecified silicone breast implants on (B)(6) 2021. Manufacturer's reference number: (B)(4).